Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No changes or intervention was performed. There were no patient consequences.

Event description:
New information indicates that programming changes were performed to resolve the issue. The patient condition was stable.